Manufacturer narrative:
Allergan has received the product however the device has not been identified nor has the analysis not been completed at this time. Based upon the model number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Allergan has received the product however the analysis has not been completed at this time. No additional information has been reported to allergan regarding the serial number. Pain, fever, and infection are surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. "Device labeling addresses the possible outcome of leakage as follows: deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Healthcare professional reported a lap-band system with a leak, and that the patient experienced "abdominal pain and fever", diverticulitis, focal peritonitis, and infection. The events were first noticed when the patient came to the ER with abdominal pain and fever. The lap-band system was removed, it was not specified whether the device was replaced. Additional information: the lap-band system was not replaced.